Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a rash on his entire upper half of body, even in areas not under the lifevest. The patient's nurse reported that the irritation was not caused by the lifevest, but that the lifevest did irritate it. The nurse reported that the patient's physician was aware and that they were medicating him. The patient's nurse also removed the lifevest. The medical outcome of the rash is unknown.